Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): (B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of restenosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot.

Event description:
It was reported that on (B)(6) 2013, a non-abbott drug-eluting stent was placed at a non-target lesion in proximal left circumflex (lcx) artery and a 2.25x12 mm xience prime stent was placed at target, de novo lesion in high lateral to treat an unstable angina. The procedure was completed without issue. On (B)(6) 2014, 1 year follow-up was performed and no adverse effect and no device malfunction was noted. On (B)(6) 2014, in-stent restenosis was developed at the target lesion which was confirmed on angiography. It is unknown if the patient was sypmtomatic due to the in-stent restenosis. On (B)(6) 2014 balloon angioplasty was performed as treatment and the restenosis was resolved. It is unknown if the patient was hospitalized from (B)(6) 2014. There was no adverse patient sequelae. No additional information was provided.